Event description:
According to the report, the (B)(6) patient underwent the tmr+CABG procedure on (B)(6) 2014 with a total of 18 channels placed. The patient experienced ventricular arrhythmia the same day. The non sustained ventricular tachycardia was successfully treated with amiodarone.

Manufacturer narrative:
This event was reported through the (B)(4) registry. The (B)(6) patient underwent the tmr+CABG procedure on (B)(6) 2014 with a total of 18 channels placed. The patient experienced ventricular arrhythmia the same day. The non sustained ventricular tachycardia was successfully treated with amiodarone. A review of manufacturing and inspection records from each possible lot was performed and all components were found to meet specification. Ventricular arrhythmia a common early adverse event after coronary artery bypass graft procedures with or without adjunctive tmr. Adequate precautions and warnings are present in the product's instructions for use.

Event description:
According to the report, the (B)(6) patient underwent the tmr+CABG procedure on (B)(6) 2014 with a total of 18 channels placed. The patient experienced ventricular arrhythmia the same day. The non sustained ventricular tachycardia was successfully treated with amiodarone.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.